Manufacturer narrative:
Age at time of event: over 60 years of age. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in lesion and difficulty in catheter removal occurred. The target lesion was located in the left main coronary artery and left anterior descending (lad) artery. An opticross¿ 6 imaging catheter was selected for use. During percutaneous transluminal coronary angioplasty (ptca). They were able to successfully wired the heavily calcified lad. They attempted to put the opticross¿ down the lad. However, resistance was met and the opticross¿ 6 imaging catheter would not travel into the mid lad. Subsequently, an intravascular ultrasound (ivus) was performed successfully in the proximal lad and left main artery. Furthermore, upon trying to remove the opticross¿ 6 imaging catheter, resistance was felt and the catheter was stuck in the lesion. After multiple attempts, the opticross¿ 6 imaging catheter was finally released and was able to be removed from the lad. The procedure was completed with this device and the patient was successfully rotablated, ballooned and stented. No patient complications were reported and the patient is fine.